Event description:
Clinical narrative: an impella 5.5 device was inserted via the right surgical arterial approach in a 13-year-old male patient with congenital heart disease, presenting in society for cardiovascular angiography and interventions (scai) stage e shock. The patient had a history of fontan physiology with single-ventricle anatomy. During support, the aortic placement signal was reported to be approximately 20 mmhg different from the patient's arterial line pressure. In addition, the left ventricular waveform appeared shifted downward and resembled a continuous suction waveform. Device position was verified multiple times and remained appropriate. It was noted that the patient¿s complex congenital anatomy, prior fontan procedure, single-ventricle physiology, and small vessel size of approximately 5 mm contributed to procedural complexity and may have affected placement signal accuracy and waveform characteristics. No device repositioning or exchange was reported as a result of the placement signal observation. Approximately 10 days later, laboratory evaluation demonstrated plasma-free hemoglobin levels greater than 40 mg/dl on two measurements and a lactate dehydrogenase (ldh) level of 437 u/l, raising concern for hemolysis. The impella 5.5 purge solution consisted of dextrose 5% in water (d5w) with 25 milliequivalents of sodium bicarbonate. At the time of the reported hemolysis concern, the impella 5.5 was providing support at performance level p-4 with reported flows of approximately 2.5 l/min. The patient remained on impella 5.5 support at the time of reporting.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.